Event description:
Additional information was received from the healthcare provider (hcp) reporting that the cause of the motor stalls was unclear. The patient denies any magnetic resonance imaging and denies any known magnetized device she uses. They advised to avoid placing cellphone over the pump and to keep watch for any magnetic devices in the home or work/avoid having them over the pump. The patient is asymptomatic after the stall and will continue to monitor.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient receiving baclofen via an implanted pump. The indication for pump use was head/brain injury and intractable spasticity. The healthcare provider reported that they were seeing some motor stalls on the patient's pump. The caller stated that the last motor stall was back in november, and the lasttime it happened before that was (B)(6) 2024. The caller stated that they asked the patient if they had any sort of weird electronic equipment or magnets near the pump and the patient couldn't think of anything out of the ordinary. The patient had been asymptomatic again, so they were just finding out about the motor stalls when they did the refill, and it popped up that the pump had a motor stall, so they had to assume it was environmental. The caller stated that the motor stalls did not last long, the most was about an hour or so.